Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system continu-flo solution set 3-port manifold with check valves had separated and leaked. This occurred during patient use. It was stated that the IV came apart during infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.